Event description:
It was reported that a trial patient reported that overnight stimulation shifted when he increased the stimulation. His right leg would go numb instead of his chest. The tingling went down the leg not across the chest. The implant was for the phrenic or intercostal never that was supposed to be working that attached to the diaphragm. The patient thought the wires had shifted/moved. The manufacturer¿s representative (rep) later reported that the patient had the leads pulled on february 2 and was moving to the permanent implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).